Event description:
It was reported that a person using the ilet experienced high blood glucose after bedtime snacks recorded at 253 mg/dl followed by low blood glucose of 59 mg/dl overnight and sought guidance about breaking a fast before laboratory testing; blood glucose troubleshooting and education were provided, and oral glucose was advised for low glucose. Investigation of this case revealed no device malfunction identified and the event was consistent with glycemic variability associated with food intake and subsequent correction, with the device operating as intended. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.